Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 0.9 mmol/l (16.2 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Symptoms reported include hypoglycemia and seizures. The patient was treated with a saline and sugar mixture via intravenous therapy. The pod was worn during hospitalization and the patient was discharged after approximately 8 hours. The patient's bg history is as follows: (B)(6).